Manufacturer narrative:
The device was explanted and replaced with another boston scientific crt-d. It was suspected that the device was in storage mode and that the pacing seen was the patient's underlying rhythm. No adverse patient effects were reported.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) had declared end of life (eol) battery status with a monitoring voltage of 2.55v and a charge time of 45 seconds. The patient had experienced a ventricular tachycardia (vt) storm over the weekend. Technical services discussed performing a manual capacitor reformation to evaluate the charge time. When attempted, the field representative reported a fault code was displayed and the charge time again was 45 seconds.

Manufacturer narrative:
The field representative later reported that the device was not returned to him following the procedure, but that the device may still be available at the hospital if it had not been immediately discarded. This report will be updated if the device is returned for analysis.

Manufacturer narrative:
Upon receipt, an estimated longevity calculation could not be performed due to the depth of depletion and volume of episodes recorded at the device's end of life. Analysis was not able to confirm the reported monitoring voltage of 2.55v; however, it was believed that the device was reporting 2.55v as a result of the large number of episodes recorded during the period of time surrounding declaration of eri and eol, which prevented the device from updating the battery voltage displayed on the programmer. Information contained in the device memory indicated that the device was depleting normally per the programmed settings and therapy usage. On the day eri and eol were declared, over 100 episodes were stored, with 50 episodes being recorded after eol had been declared. This volume of episodes and associated charge cycles exceeded the device capabilities between eri and eol. It was noted that the device had reverted to storage mode, with no pacing or defibrillation therapy available, one day prior to the explant date.

Manufacturer narrative:
The device was returned four months post explant and is undergoing detailed laboratory analysis. This report will be updated when analysis is complete.